Manufacturer narrative:
On 2/10/2020 we have requested the product be returned to the manufacturer. To date we have not received the product.

Event description:
On (B)(6) 2020 - the consumer claims that the scale shattered during the middle of the night. Injuries did not occur. The consumer discarded the product and will accept a replacement. Therefore an investigation will not occur.

Manufacturer narrative:
(B)(6) 2020 - we have requested the product be returned to the manufacturer. To date we have not received the product. (B)(6) 2021 - unfortunately this report was overdue with the supplemental emdr. The consumer did return the product to the manufacturer on (B)(6) 2020. Per our risk management's notation, the consumer accepted payment and a replacement product. Therefore an investigation will not occur. Below is the notation from our risk management team. Posted by (B)(6) on (B)(6) 2020 2:45:49 pm. (B)(6) 2020- mailing refund for out of pocket expense. Posted by (B)(6) on (B)(6) 2020 2:45:49 pm. (B)(6) 2020 request refund for medical. Posted by (B)(6) on (B)(6) 2020 1:02:46 pm. (B)(6) 2020-ordering replacement. Create date - latest entries in descending order.

Event description:
(B)(6) 2020 - the consumer claims that the scale shattering during the middle of the night. Injuries did not occur. The consumer discarded the product and will accept a replacement. Therefore an investigation did not occur. (B)(6) 2021 - it was discovered the original description on (B)(6) 2020 that was submitted was mistakenly entered. Below is the correct description: the consumer claims while sitting on the unti for 3 hours noticed pain and did notice a burn until the following day.